Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. A day prior to the peritonitis diagnosis, the patient experienced turbid fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. Four days after the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing) and fortum injection (1gm, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.